Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump allegedly changed the basal rates from 0.65 units/hour to 0.25 units/hour without user intervention. The patient denied changing the pump's basal rate settings. There was no patient injury associated with this issue. However, as the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump basal history indicated that the basal settings were different on (B)(4) 2012 than the other days recorded in basal history. There were no alarms or pump conditions indicating a malfunction in black box or pump alarm history. The pump was exercised for 24 hours on a 1 unit per hour basal program and the basal settings did not change during testing. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. There were no hypersensitive keys observed on keypad. The reported complaint was unable to be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.